Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter stated that the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings:during testing, the audio bolus button was unresponsive and difficult to press. A hole was visible in the bolus button cover. The button cover was removed and the internal plug contact was observed to be misaligned with contamination present.